Event description:
Procedure type: inguinal laparoscopic hernia repair. According to the reporter: the balloon ruptured during the case. There was no report of pieces falling into the cavity or impacting the patient. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No patient injury was reported.

Manufacturer narrative:
(B)(4).